Event description:
The manufacture representative reported that the lead was being removed but fractured upon removal so remains partially in-situ.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.